Event description:
It was reported that, "during the tha, the surgeon did not lock properly the insert in the cup. However, he could not remove it from the cup. Because the insert locked improperly in the cup. Therefore, he finished the surgery without revised it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.